Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received it is determined that the reported issue is likely related to circumstances of the procedure. In this case, it is likely, a suture snag, (possibly due to posterior cuff miss), an interaction with patient anatomy, or excess pull contributed to the suture break. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a vessel closure was attempted with a proglide device. Reportedly, the suture broke in step 3, when the sheath [plunger] was removed. The method of hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.